Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) and was unable to reproduce the reported issue. The stm performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the waveforms were not moving with ECG. The customer was not sure if it was a cable issue or an issue from the cardiosave intra-aortic balloon pump (iabp). It is unknown if there was a patient involved and if there was any patient harm/injury; however there was no adverse event reported.

Event description:
It was reported that the waveforms were not moving with ECG. The customer was not sure if it was a cable issue or an issue from the cardiosave intra-aortic balloon pump (iabp). It is unknown if there was a patient involved and if there was any patient harm/injury; however there was no adverse event reported.